Event description:
A physician reported a pt was originally double skin tested on 24 february 1998 and on 19 may 1998; both with negative results. On 25 june 1998, the pt was treated in the upper vertical lip lines. On 2 july 1998, the pt was seen in the office for a routine appointment and was asymptomatic. On 3 august 1998, the pt was examined by the physician's partner who noted redness, swelling, induration, and tenderness at the treatment sites. The pt stated the onset of the symptoms was recent, within the last few days. On 4 august 1998, the pt was examined, and the same symptoms were noted. The physician prescribed oral benadryl, cedax, and a depo-medrol-injection. The physician believed the symptoms were a definite hypersensitivity to the collagen. No further med or surgical intervention was prescribed or planned.